Manufacturer narrative:
Date of this report: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol), round scratches or sticky material were observed in the center of the lens. Reportedly, they attempted to rub them off during the irrigation/aspiration (I/a) procedure without success. The lens remains implanted. No impact to the patient's vision and no patient injury was reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site, however a photo was provided and it was evaluated. It could be seen an implanted lens and something like a large thread/white foreign object on the lens. The customer's reported complaint was verify. However, it was not possible to determine if the reported foreign material is related to the manufacturing process. Based on the analysis there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defect. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.